Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. The 2.25x15 mm apex monorail was advanced to the lesion for predilation. Upon the first inflation, the balloon ruptured at an unk number of atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
Eighteen years or older. (B)(4).